Event description:
It was reported that a spectrum pump was programmed to deliver medication to a patient (medication, programmed amount and delivery rate unknown). It was observed that when the pump alarmed for infusion complete, no medication had been delivered to the patient. The customer also stated that the IV set distal to the pump had been occluded and the pump did not alarm.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and downstream occlusion tests were performed per spectrum service manual and the device performed within specification. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. A flow rate test was also performed with the device in question, per the sigma preventive maintenance procedure and found to deliver within specification.